Event description:
It was reported that the 9600 system intermittently shuts down on its own. No pt unjury was reported.

Manufacturer narrative:
A ge service rep performed and on site investigation. The interconnect cable and the lemo connector were replaced during the service call. The system was tested and found to be working as intended, and put back into service.